Event description:
Additional information was received indicating that the device was reprogrammed. However, reprogramming was unable to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of non-sustained oversensing were noted on the device due to myopotentials. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time and the patient was stable and will continue to be monitored.